Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported that a fluid leak occurred during a peritoneal dialysis (pd) patient treatment. The leak was discovered when the cycler¿s door was open after treatment fluid was leaking from the cassette into the cycler. Upon follow up the pdrn stated that a new patient was being they were training a new patient on the cycler and after treatment was ended, fluent was found inside the cycler. It is unknown at which point in therapy the leak may have begun. The pdrn stated that the patient, then presented to the clinic on (B)(6) 2018 with abdominal pain, and pd effluent fluid cultures were attained and the results came back positive for peritonitis. The cause of the patient peritonitis was attributed to the fluid leak that had occurred. The patient was not hospitalized for the event; however, the patient is still on antibiotics. Treatment rendered was vancomycin (dosage and frequency unknown). Per pdrn the patient is performing continuous ambulatory peritoneal dialysis (capd) until the infection is over and patient is able to perform and use continuing continuous cyclic peritoneal dialysis (ccpd) on the cycler. Per pdrn the training cycler was replaced. The cassette used by the customer is not available; however, the pdrn stated that companion samples are available to be returned to manufacturer plant for physical evaluation.

Manufacturer narrative:
The complaint device was not returned for analysis; however, companion samples from the customer were made available to the manufacturer for physical evaluation. A visual examination was performed on the companion samples received and no issues were found. The tubing sets were found acceptable tubing set of one companion sample; no defects were identified. During the simulated use test no leaks or issues were detected, the test was completed successfully. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. Clinical investigation: there is a temporal relationship between ccpd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. Peritoneal dialysis (pd), and in particular continuous ambulatory pd (capd), is associated with a high risk of infection of the peritoneum. There is a possibility of a causal relationship between the patient¿s diagnosis of peritonitis and the leak form the liberty cycler set.

Manufacturer narrative:
Correction: date rec'd by MFR on follow up#1 should read as follow: 2018-05-14.